Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Phone: (B)(6). (B)(4). Device photo analysis: visual analysis of the identified photos: red particles and opening shell extended. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side ruptured device diagnosed by ultrasound. The device was explanted.